Manufacturer narrative:
G4 05may2020. B4: 07may2020. The customer elected to put repairs to the unit on hold. No additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2020.

Event description:
The customer reported that the device's display has changed color and does not fill the screen. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.